Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that post coronary artery bypass grafting surgery the right atrial (ra) lead impedance measurement decreased to less than 200 ohms. The ra lead threshold also increased and loss of capture (loc) was noted at greater than 5 volts. Subsequently a revision procedure was performed where the ra lead was surgically abandoned and replaced. No additional adverse patient effects were reported.